Event description:
It was reported to resmed an astral device did not to power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The internal battery and main circuit board were replaced to address the issue. The investigation determined that the reported event was due to a faulty/defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed an astral device did not to power on. There was no patient harm or serious injury reported as a result of this incident.